Manufacturer narrative:
Evaluation: unit was received dirty and was tested as received. Unit passed all performance tests. The complaint could not be duplicated.

Event description:
Reporter called to report an incident in which a neonate became hyperglycemic while receiving solution compounded by the unit and programmed to be dextrose free. She conferred with personnel at the facility and it is not clear whether lines were not flused after the last dextrose-containing solution was compounded or whether the dextrose station was erroneously programmed to deliver solution rather than the correct station. The reporter will send the bag for chemical analysis. The unit will be sent to product services for evaluation. Reporter will provide pt details when available. Neonate was on a dextrose 24% solution and an insulin drip when the solution in question was hung. This solution was 100 units of heparin in 100ml 45% sodium chloride. The blood glucose peaked at 265mg/dl and then fell to 148 when the solution was taken down. Solution was evaluated by facility's clinical chemsitry lab and the dextrose concentration was determined to be 805mg/dl. There were no apparent sequelae for the neonate as a result of this incident.